Event description:
It was reported that during a lavh procedure, the surgeon noticed that the blade was missing from the instrument. The blade was found on the floor. A second instrument was tried, but the system received an unknown error message. A third instrument was tried, but the system again received an unk error code. A second device was tried with the third instrument and the case continued. At the end of the procedure, the system received another unk error code. The case was then considered complete with no pt consequence. The total delay of the case was 30 mins.

Manufacturer narrative:
Information anticipated, but unavailable at this time.